Manufacturer narrative:
Additional product component: model number/catalog number: 72400098 and 72400024, batch/lot number: 714657011 and 717299012, model/catalog description: control pump fgs and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, balloon, and pump was explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.